Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product is returned for evaluation. Customers and retailers have been informed through the acd fa16may 2006 letter.

Event description:
Customer reported, the unit of measure setting of her unlocked freestyle meter changed from mg/dl to mmo/l. While assisting the customer, it was also discovered there was an error message displayed. There was no report of death, serious injury or mistreatment associated with this event.